Event description:
It was initially reported that during a da vinci-assisted gastric sleeve procedure, as the surgeon was stapling a portion of the stomach with a sureform 60 stapler instrument installed with a blue reload, the ¿right side looked like it was sliding with stapler¿ and when the ¿stapler was let go, a hole appeared to be in stomach and bleeding occurred¿. The stapler ¿looked like it was cutting the tissue instead of stapling¿. On 04-mar-2021, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) and obtained the following additional information: the patient was a female, with no history of previous bariatric procedures. The surgeon had used the sureform 60 stapler instrument with a blue sureform 60 reload installed on it for gastric stapling for sleeve gastrectomy. The csr stated that the issue occurred during the third fire. The gastric tissue was sliding/pushing along with the stapler, the staple line was not formed and the tissue was pushed towards the distal tip of the stapler. The staples were dumped without being formed. The knife went over the previous staple line. As a result, there was hole left behind. There was some incidental bleeding of about 25 ml occurred and the surgeon had clipped it until the stapler instrument was loaded with a backup reload, and then the clip was removed. The csr stated that the surgeon also placed clips on the entire staple line - that is his usual surgical practice to place clips on staple lines and not because of the reported issue. The reload was discarded and not available for review. The procedure was completed with the same sureform 60 stapler instrument and reloads from the same lot number with no injury reported. The surgeon then re-stapled medial to the attempted staple line, and used a backup bluer sureform60 reload on the same sf60 stapler instrument and completed the staple line with no issues. Although there was some additional stomach tissue was excised; the surgeon was not concerned as it did not change the surgical outcome. It was confirmed that the procedure completed with a backup sureform 60 stapler instrument with no further issues. The csr stated that the reload was inspected and all the staples were deployed. There are images available; however, no video recording was available. The csr confirmed the following: there were no clamping issues, no compression pauses, no system generated errors, and no buttress material was used. The surgeon used 40 or 43 mm french bougie. The csr had checked with the surgeon and confirmed that the patient was reported to be recovering well with no post-operative complications.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer-reported failure mode and intra-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is received. The logs were reviewed by an isi advanced failure analysis (afa) engineer and the logs show the sureform 60 stapler instrument (part# 480460-09 / lot/serial# t90201118-0215) associated with this event has been performed. Per this review of the logs, the sureform 60 stapler instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. Logs showed that pn 480460-09, lot t90201118-0215 fired qty 9 reloads (1 black, 2 green, 6 blue, not quite in that order). All firings were completed per the logs without any pauses for compression. There were no incomplete clamps in the procedure. Regarding the pictures, the zoomed in pic shows a few malformed staples, I think that¿s consistent with what we see on other tissue pushout pics/videos. Images provided from the customer were reviewed by the clinical development engineering (cde) team and the images show the stomach tissue that was removed following the sleeve gastrectomy procedure. I can see the section that was stapled successfully as noted in the follow-up below (¿the surgeon then restapled medial to the attempted staple line¿). Lateral to that is a section that is filled with staples that were not formed properly, which contributed to the hole in the tissue. The malformed staples were likely formed as a result of the tissue pushout as described, while the blade continued to cut the proximal end of the clamped tissue. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, while stapling using a sureform 60 stapler instrument, with a blue sureform 60 reload installed on it , the instrument cut tissue without stapling, and the tissue bunched up. At this time, the root cause of the reported failure mode cannot be determined.